Event description:
It was reported that the atrial lead was undersensing and had low pacing impedance for quite some time. At a device change out, the parameters on the lead were reprogrammed; however, pocket stimulation was noted at 3.5 volts and 0.52 ms. The lead was reprogrammed 2 volts and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: sedr01 implantable pulse generator (ipg), implanted: (B)(6) 2007; product ID: 5024m-58 implantable pacing lead, implanted: (B)(6) 2000. (B)(4).